Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned within an unknown non- stryker microcatheter. There were 2 coils seen to be protruding out of the microcatheter. The delivery wire was seen to be kinked/bent. The main coil was found to be kinked/bent. The main coil was seen to be tangled. The main coil was seen to be jammed within a non-stryker microcatheter. The main coil was seen to be stretched. The main coil was seen to be broken/fractured. Functional inspection/testing was not performed as reported event of main coil stretch was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the coil stretched during catheter control but was left in place without retrieval. The coil was returned for analysis along with a second coil that was found within the microcatheter. During analysis, the main coil was returned protruding from a non stryker micro catheter. There was a second coil tangled around the first coil. The coil delivery wire was kinked and the first coil was seen to be kinked , tangled and jammed within the micro catheter. The main coil was also seen to be stretched and fractured. An assignable cause of procedural factors will be assigned to the reported event of the main coil stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed damage of the coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of procedural factors will be assigned to the analyzed damage of the main coil stretched, main coil kinked/bent, main coil tangled, main coil jammed and main coil broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.